Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on an unknown date, the drillsleeve didn't fit in the protection sleeve. There was no patient involvement.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: h4. Corrected: b3, g1. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance. A dimensional inspection was performed to the inner shaft diameter and met specifications. A functional evaluation was not performed due to mating device was not returned. The overall complaint was not confirmed as the observed condition of the drill sl ø4.2 would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review : part number: 03.045.020-15. Lot number: 11006p1. Manufacturing site: hägendorf. Release to warehouse date: 04-jun-2024. Finished device lot number is part of CAPA jbl-CAPA-000388, however, this CAPA is not related to massively occurring pitting corrosion, but to the application of secondary passivation process using citric acid instead of nitric acid which is approved as use-as-is and documented accordingly in jbl-nr-0023964. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.